Manufacturer narrative:
(B)(4) this is one of two manufacturer reports being submitted for this case.  Investigation underway.

Event description:
After the implantation of a 29mm sapien 3 valve in the pulmonic position, the balloon ¿failed to deflate¿. The patient¿s heart rate dropped and the patient¿s pre-existing aicd delivered a shock; CPR was performed as well. The balloon was removed ¿fully inflated¿ and caused damage to the tricuspid valve.  No intervention was performed to correct the tricuspid valve at that time. Approximately 1 year post implantation, it was observed that the pulmonary valve and the tricuspid valve were both ¿leaking¿ and need surgical repair. Approximately 2 years post implantation of the 29mm sapien 3 valve, surgical intervention was performed to resolve the regurgitation of both the tricuspid and pulmonic valve.

Event description:
Additional information:  during pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr, difficulties with inflation and deflation of the commander delivery system balloon occurred. Injury to the tricuspid valve was observed. The patient was intubated and under ga. Access for the tpvr was the right femoral vein. 2 palmaz stents were placed prior to the valve. The first palmaz stent was malposition and was¿¿slightly jailing rpa.¿ ¿the 29 mm edwards delivery system was prepped and advanced across the rvot. After much difficulty to advance the nose cone through the previous stents the valve and its skirt were in appropriate place. The valve balloon was inflated with 33 cc to maximum. It was very difficult to inflate. The balloon would not deflate after reaching maximum. Vt was induced and defibrillator spontaneously went off. CPR begun almost simultaneously as bp dropped. The balloon was withdrawn into ivc. Eventually balloon came down and withdrawn.¿ the balloon was pulled into the right ventricle and through the tricuspid valve. The edwards valve remained in place. The patient had vtac and the patients pre-existing aicd delivered a shock. ¿rv angiogram with 7 fr berman: shows a competent sapien valve in the pv position. There is no dissection, aneurysm, or intimal flap.¿ there was no information of pvl or gradients of the 29mm s3 post procedure. The op note then goes into detail post-procedure that the tricuspid valve had ¿regurgitation.¿ the patient was admitted on pod3 with ¿chest pain.¿ testing ruled out any mi and the conclusion was ¿chest wall pain from the CPR¿. The physician also told the patient that ¿patients do experience pain after the valve is in from stretching of the mpa/rvot that resolves in a few weeks.¿   the echo report approximately 1 year and 6 months post pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr showed stent artifact in the region of the pulmonary valve and proximal mpa c/w sapien pvr, mild pulmonary stenosis (peak gradient~ 19.2 mmhg), moderate to severe pulmonary valve regurgitation. Moderate tricuspid valve regurgitation (mildly increased from previous study). Approximately 2 years post pulmonary valve transcatheter replacement with 29 mm edwards sapien pvr, surgical intervention was performed to resolve the regurgitation.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. The cause of the pulmonary regurgitation 1 year post implant is unknown; however, may be due to the mechanisms described above and/or the emergent withdrawal of the delivery system at the time of implant with a fully expanded balloon, secondary to deflation difficulties.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-01932.